Manufacturer narrative:
Event additional information provided. Date rec¿d by MFR additional report source provided. H3) a medtronic representative went to the site to test the equipment. Testing revealed that the multiple field of view (mfov) assembly did not home at start up. There was a broken end stop between rails and the motor ran at the wrong speed. The rotor motion controller was replaced which did not resolve the issue. The mfov assembly was replaced, the mfov setup was completed, and the system then performed as intended and passed a system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the reported event was that the multiple field of view (mfov) assembly was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that before a case, the site had noted the imaging system was unable to fully initialize as the site was receiving a collimator error on the system. The system was rebooted with no resolution. The site biomedical engineer also noted more errors with motion in the system logs. The imaging system was not used for the upcoming procedure. There was no patient present when the issue was discovered.

Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000185, serial/lot #: (B)(6) : s/n (B)(6), h3) the mfov assembly was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. Internal signal wires were found to be shorted and it was physically damaged. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the rotor motion controller was returned to medtronic for analysis. Analysis revealed that the reported issue was unable to be confirmed. The component was installed into a test system and all testing passed. No failures were found. The mfov assembly was also returned to medtronic. Analysis was not completed at the time of filing. H6) fdm 10, fdr 213, fdc 67 are applicable to the rotor motion controller analysis. Fdm 4118, fdr 3233, fdc 11 are applicable to the mfov assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.